Event description:
The device was supposed to help prevent further surgeries and help fusion heal properly. Rptr started having problems about 1 yr later with feelings of movement in lower back. Bladder incontinence started about 6 months ago and has cleared up since removal of device. Groin area hurts so bad at times that she couldn't straighten up. Feet, hips and legs hurt so much, couldn't stand or walk without severe pain. All of these problems are going away at this time.